Manufacturer narrative:
Analysis of the ins (serial# (B)(4) found that the battery was at eos due to 3 overdischarges. Analysis determined that the implantable neurostimulator (ins) is at end of service (eos) due to three overdischarges. The ins passed the final functional test on the automated test console. After {1} pmr(s), the ins recharged normally. Analysis found the ins had reduced capacity due to {3} overdischarge(s). The overdischarge along with the amount of time the device was not used damaged the battery causing a rapid discharge the ins did not sync with a {ultra//sensor//activa dbs} patient programmer. Analysis determined that no telemetry was observed with an n'vision clinician programmer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) could not communicate with the patient programmer (pp). The hcp did not know how long the ins went without the charger or if it was just depleted. There were no reports of medical or therapy issues and no patient symptoms reported. The product was received for analysis on (B)(6) 2017. No symptoms or further complications were reported.